Event description:
It was reported by the rep the devices were used during a laparoscopic colectomy. It was reported the 1seal reducer caps contiually needed replacement due to tears. Three 1seals required replacement. The er320 clips loaded into the jaws would fall out prior to being placed on a structure. There was no consequence to the patient. The 1seal's are not being returned.